Manufacturer narrative:
Conclusion: the ventricular lead could not be inserted in the is-1 connector port because the ventricular set-screw was tightened (visible in the cavity of the port). However, during the course of the analysis, no anomalies were identified in the ventricular position. As received, the set-screw was not tightened and no damage was observed. In addition, the drops of glue applied between the set-screw heads and terminal blocks, in order to avoid any movement during device shipment, were indeed visible when the returned device was analyzed. Therefore, all evidence indicates that the mfg procedures were correctly followed. Add'l details regarding the mfg procedures: at the end of the mfg process, the set-screws are positioned in the terminal block, so that a lead can be inserted and connected without unscrewing them. Excessive loosening can cause the set-screw to become disengaged from the terminal block. A visual inspection is performed to ensure that the top of the set-screw head is at the same level as the top of the terminal block in which it is inserted. In addition, a drop of glue is applied between the set-screw head and terminal block, in order to avoid any inadvertent movement during device shipment. These steps are integrated in the mfg procedures for the mounting of the header (connector) on the titanium case of the device.

Event description:
Reportedly, during the implantation procedure of the pacemaker involved in this MDR report, it was impossible to insert the ventricular lead in the port. No problem was observed at atrial level. The device was returned for analysis.